Manufacturer narrative:
Additional information (08feb2021): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced both the cuvette pusher and cuvette ring loader. It was confirmed that there were cuvette jams causing the instrument issue. There is no data to indicate a product problem. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required. Siemens filed the initial MDR 2432235-2020-00461 on 24nov2020.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
The customer reported delay in delivering troponin results on an atellica im 1600 instrument. The patient was sent to another hospital approximately one hour away. The patient had alleged myocardial infraction suspicions. Specific patient results were not provided but it was alleged that the initial samples were repeated and resulted higher or lower. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed and/or elevated troponin results.